Event description:
A product experience report was received on 09/24/2017. This rv lead was implanted on (B)(6) 2009 and was capped on (B)(6) 2017 due to pacing inhibition and asystole greater than 2 seconds. Pauses in unipolar pacing while in safety mode observed. Oversensing and underpacing observed. Md made decision to replace lead at thime of change out. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).